Event description:
Report received from foreign reporter stating that device had "too low flow rate." The reporter indicated that there was no patient injury associated with the reported event. The device has not been returned to the manufacturer for evaluation. No further information is available from the foreign report source.